Event description:
A surgeon reports over correction on one patient, both eyes following lasik surgery. Patient records were provided and indicate at 3.5 months post-op, this patient was over corrected by .75 diopters in the right eye and 2.25 diopters in the left eye. Bcva was not affected pre to post-op. Ucva decreased in the right eye from 20/80 to 20/100 at 3.5 months post-op and impred from 20/200 to 20/70-1 in the left eye. The patient's mrse (manifest refraction spherical equivalent) increased .38 diopters in the right eye at the 3.5 month post-op exam and increased 1.63 diopters in the left eye. Labeling for this system includes the following precaution: "safety and effectiveness of the ladarvision 4000 system have not been established in patients with ocular disease, corneal abnormality, previous corneal or intraocular surgery or trauma in the ablation zone."